Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion, a broken plate and broken screw. The tip of the broken screw was retained in the patient's bone. The site was revised with non-tmc hardware and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the devices were subjected to excessive bending stresses leading to their breakage. The company will supplement this MDR as necessary and appropriate. The broken screw was reported in MDR 3011623994-2023-00187.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion, a broken plate and broken screw. The tip of the broken screw was retained in the patient's bone. The site was revised with non-tmc hardware and no other patient outcomes were reported as a result of this event.